Manufacturer narrative:
Pump received with blank display. Unable to perform the sleep current measurement test, active current measurement test, self test or verify failed batt test alarm due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Multiple failed batt test alarm found in the history files or traces on event date 09/12/2025 09:11:40.000, 09/12/2025 09:17:03.000, 09/12/2025 09:23:56.000, 09/12/2025 19:56:15 pump not found battery. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, missing display window cover, stained keypad overlay, cracked battery tube threads, broken belt clip rail, cracked case corner of belt clip rails, label damage. Blank display due to misaligned battery tube and cracked case corner of belt clip rails confirmed. Multiple failed batt test alarm found in the history files or traces on event date due to pump not found battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a battery failed alarm when the battery cap was rubbed. The customer also reported a crack on the battery tube side that affected the insulin pump's functionality. The customer reported no adverse event. The event involved product mmt-1780kl. Troubleshooting was performed, including advising the customer to disconnect the pump, place it in storage mode by removing the battery and pressing the back button until the screen turned off, and revert to a backup plan as per their healthcare provider's instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1780kl was requested, and the customer's response was that the device will be returned.